Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿acidity in the mouth, headache¿, and a seizure. The customer had contact with a healthcare professional (hcp) who obtained a reading of 389 mg/dl in comparison to the sensor of 66 mg/dl, however, it is unknown if these readings were obtained within 10 minutes apart. The customer was diagnosed with hyperglycemia and administered insulin (type/dose unknown) as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿acidity in the mouth, headache¿, and a seizure. The customer had contact with a healthcare professional (hcp) who obtained a reading of 389 mg/dl in comparison to the sensor of 66 mg/dl, however, it is unknown if these readings were obtained within 10 minutes apart. The customer was diagnosed with hyperglycemia and administered insulin (type/dose unknown) as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿acidity in the mouth, headache¿, and a seizure. The customer had contact with a healthcare professional (hcp) who obtained a reading of 389 mg/dl in comparison to the sensor of 66 mg/dl, however, it is unknown if these readings were obtained within 10 minutes apart. The customer was diagnosed with hyperglycemia and administered insulin (type/dose unknown) as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b3 - date of event was incorrectly documented in the previous initial MDR report. This section has been updated.